Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analyzed. Analysis revealed analysis was performed and no anomalies were found. The returned device found a set screw with a rounded socket. (B)(4).

Event description:
It was reported that the physician tried to "screw the device with the lead several times but the superior vena cava (svc) is not connected to the device port." The device was replaced and not used. No patient complications have been reported as a result of this event.